Manufacturer narrative:
Gtin number for item: (B)(4), lot: 16127496 is 07613203012430. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV did not flow correctly and the bag emptied too quickly. It was reportedly related to an unspecified set-up error but no requested details have been provided.